Manufacturer narrative:
The device was explanted but not returned. The sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized and given IV antibiotics due to an infection at the battery site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The device was explanted and there have been no reports of further complications regarding this event. The patient is scheduled to be re-implanted in the future.